Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The difficult-to-insert and electrode damage allegations were not confirmed. In the laboratory, a stylet insertion test passed from terminal-to-tip without issue. Traces of dried blood were noted in the lead tip area (normal). No visual anomalies were noted.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to physical damage in the electrode end. Also, the wire would not pass through tip of the lead. This lead was never in service. No adverse patient effects were reported.